Event description:
A review of service data has detected a reportable event. During servicing, monitor sn (B)(4) failed the incoming pulse test. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received the monitor failed incoming pulse test. The cause for the test failure was an intermittent resistor r30 (sm power resistor) on the computer/ analog (ca) board. The root cause of the defective resistor cannot be positively identified. No adverse event resulted from the broken lead on r30. The last patient to use this monitor did not report any deficiencies.